Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va087sq, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported that the patient had incisional wound opening in (B)(6) 2013 and an infection was confirmed. The device was taken out a week after implant because of an infection at the incision site. The patient thought they had an allergic reaction to the adhesive they used. The health care provider (hcp) had to use antibiotics to clear it out and did surgery because the incision burst open. The system was completely taken out. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.